Manufacturer narrative:
Power supply was found defective and replaced. Issue resolved.

Event description:
Hamilton medical ag received the following description: after battery replacement, window 15 in service software temperature is reading -215c and vent is continuously alarming. Failure did not occur during ventilation.

Event description:
Hamilton medical ag received the following description: after battery replacement, window 15 in service software temperature is reading -215c and vent is continuously alarming. Failure did not occur during ventilation.

Manufacturer narrative:
Power supply was found defective and replaced. Issue resolved. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During preventive maintenance, the ventilator displayed an uncommon temperature in window 15 of the service software, and the device continuously alarmed. The issue occurred after a battery replacement. The p309 board was removed prior to the battery replacement, but the power supply remained damaged afterward. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient the provided log files did not cover the reported event date of 07.07.2023. The root cause of the event was determined to be a defective power supply. After replacing the power supply, the device was found to be functional and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.

Event description:
Hamilton medical ag received the following description: after battery replacement, window 15 in service software temperature is reading -215c and vent is continuously alarming. Failure did not occur during ventilation.

Manufacturer narrative:
Power supply was found defective and replaced. Issue resolved. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During preventive maintenance, the ventilator displayed an uncommon temperature in window 15 of the service software, and the device continuously alarmed. The issue occurred after a battery replacement. The p309 board was removed prior to the battery replacement, but the power supply remained damaged afterward. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient the provided log files did not cover the reported event date of 07.07.2023. The root cause of the event was determined to be a defective power supply. After replacing the power supply, the device was found to be functional and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023. Follow-up 2 - correction: the entry fields g6, h2 and h11 have been updated. Typo in follow-up-1. Follow up 1 was listed as follow-up 2 in entry field h11.